Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant of a cardiac resynchronization therapy pacemaker (crt-p) system and an atrioventricular node ablation, the patient was found to be in pulseless electrical activity. Cardiopulmonary resuscitation (CPR) was performed. A chest x-ray showed that the right ventricular (rv) lead had dislodged and the left ventricular (lv) lead had pulled back. The rv lead and lv lead exhibited no capture, and a temporary pacemaker was placed. Later in the morning, reprogramming was done with the implanting physician and the leads remain in use. The physician stated that the patient had other medical issues which contributed to the patient's situation that was unrelated to the leads. No further patient complications have been reported as a result of this event.